Event description:
Customer reported the system rebooted on its own. No patient was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board. System operates as intended. This MDR is related to ge healthcare complaint.